Event description:
It is reported that patient is experiencing loosening of the tibial component.

Manufacturer narrative:
Primary surgical notes did not indicate any complications and stated that trial reduction showed excellent restoration of alignment, stability and rom from 0 to 120 degrees. Follow-up office visit notes indicates that there was an increased uptake in the medial aspect of the left proximal tibial metaphysis as well as mild uptake adjacent to the femoral component which may indicate infection or loosening of the components. Revision surgical notes indicate loosening of the femur from osteolytic changes, the tibia was completely loose, and the articular surface was severely pitted. The tibial and femoral components were removed without bone loss. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of the patient. Device history records, product history review for the product/lot combination for the components, and product compatibility could not be reviewed due to the absence of device information.

Event description:
Additional information: it is now known that patient was revised due to loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.